Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received atp for an svt which accelerated the rhythm into the vf zone and the patient was shocked. The patient lost consciousness prior to the shock. Programing changes were suggested. Further information notes that programming changes were made, and no patient consequences have been reported. Device remains implanted.